Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, radiation tx-head / neck area, illness requiring steroids, immediate implantation, inadequate bone quality/quantity, pain, fistula, mobility